Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication (dose, route and frequency were not reported) for an unspecified indication. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, a2, a3, b3, b5, b6, b7 and d10. B5: on an unspecified date, the patient visited the reporting hospital and no cloudy effluent was noted and the patient had no physical symptoms. The patient went back home without treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, the unknown pd ancillary was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.